Event description:
A malfunction alarm with code "malf 3" was reported for a customer's pump, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. The customer performed a pump reset themselves, after which tandem technical support planned to replace the pump. The customer was instructed to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery. Additionally, they were guided on how to place the pump into storage mode and were instructed to return the faulty pump using a pre-paid label within 10 days.